Event description:
Complainant alleged that after delivering one shock to a fifty-one year old male pt, the device was unable to deliver a second shock. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.